Event description:
The device did not alarm when the volume to be infused (vtbi) was complete, and the pt received medication faster than intended. The report stated, "the pump was set up to deliver 1000mg in a 500ml solution of ns. A bolus was to be delivered of 100ml in one hour. The remaining 400ml were to be delivered at 20ml/hr. After the pump was set up it was supposed to alarm at the end of 1 hour. It did not alarm and the bolus infusion continued for 2.5 hours before it was discovered and slowed to 20ml/hr for the next 12 hours. The pt went into acute renal failure shortly after the infusion and was placed on dialysis." Upon further query the following info was provided: the customer contact indicated the event was a possible programinng error. At 2100, the primary line of the device was programmed to deliver an unspecified medication at a rate of 100ml/hr, and the delivery was started. Reportedly, the device was programmed with a volume to be infused of 100ml so the medication could be titrated in one hour. Approx 2 1/2 hours later, the nurse noted the delivery was still infusing at a rate of 100ml/hr. No audible alarm was noted. The remaining solution was delivered in a 12-hour timeframe at a rate of 20ml/hr. The physician was notified. Labs were drawn. Subsequently the pt was diagnosed with renal failure and started on dialysis. The pt was later transferred to a subacute facility. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional info was provided.